Event description:
It was reported that during the loading sequence, multiple cartridges were found to be leaking at the septum. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.